Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Correct lot number for tsvwb13 -1218636 instead. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative DHR review was completed for the subject lot number 1218636. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record op was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1218636 for similar events and no other complaint was identified. Review completed utilizing keywords: infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) . D4: additional device information unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm, lot 64048947 x 2 and tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm, lot 64088121 g4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that 9 implants were initially placed. Patient came back after 2 years for revision. Due to infection and bad condition 4 implants were removed. Patient was drug addicted. Patient will have to return to place new implants.